Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that a dell handheld computer would not hold a charge and the screen's backlight would not come on. Good faith attempts for return of the device have been unsuccessful to date.